Manufacturer narrative:
Additional narrative: common device name not available, product code not available510k not available. Device manufacture date not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tympanoplasty surgery, it was observed that the custom console device for motor device was displaying an e5 error code. There was no delay to the surgical procedure and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If any additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 14, 2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.